Manufacturer narrative:
An event of dyspnea, syncope, implant-related tissue damage, pericardial effusion, and cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported dyspnea and syncope is likely related to the reported pericardial effusion and cardiac tamponade. However, the cause of the pericardial effusion and cardiac tamponade could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure using a 14f amplatzer amulet delivery sheath. The shape of the anatomy was chicken wing. At 135° transesophageal echocardiogram (tee), fine pectinate muscles were observed developing near the distal and anterior ostial regions. The landing zone measured 24.8 × 21 mm (2d tee), and the depth from the laa ostium at 135° was 34 mm. The goal was to deploy the device from the distal side and place the lobe slightly deeper into the discrete narrow opening, so a 28 mm amulet device was selected. Adequate depth for lobe deployment was confirmed. During the procedure, the patient's activated clotting time (act) levels were 300s and 7000 units of heparin administered. The left atrial pressure was =12 mmhg. On the first attempt, the device was changed from a ball shape to a triangle shape, but since it was positioned more posteriorly, it was immediately reverted to the ball shape. Deployment was initiated from the mid-lobe of the laa under 135° tee. In the triangle position, the distal pectinate muscles were pressed with the triangle-shaped lobe during deployment, but the device was pushed toward the left atrial (la) side. As the proximal part of the lobe protruded about 5 mm, partial recapture was performed. After adjusting the position and slowly redeploying from the deeper side, the device remained in the same position, prompting another partial recapture. The sheath was rotated counterclockwise, and the ball was deployed from the anterior side. In the discrete narrow opening, the device was placed in a more stable position than before, with minimal protrusion of the lobe into the la side. The disc was deployed, and a residual leak on the posterior side was observed via color doppler (approximately 1¿2 mm). The close sign was checked, color doppler was activated, and a tension test was performed. Slight traction was applied to cover the disc over the left upper pulmonary vein (lupv) ridge. The contrast angiography confirmed the image, showing a slight posterior flow. It was considered that after release, the tension on the cable connected to the disc would be relieved, allowing the disc to move toward closure, so the device was released. The distance between the pulmonary artery (pa) and laa included tissue and was deemed non-problematic. There was no pericardial effusion was observed until the patient left the operating room. The postoperative course was favorable, and the patient was discharged with lixiana (edoxaban) prescribed. Approximately 90 days postoperatively, the patient showed shortness of breath starting about a week before the visit, and syncope during examination and tee revealed a pericardial effusion of approximately 30 mm on the left ventricular (lv) side and cardiac tamponade was also present. A prompting drainage that night. The physician believed that pericardial effusion (pe) can occur at a certain rate due to the strength of the radial force and the length and shape of the distal anchors. The patient condition was reported stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.